Event description:
It was reported that a malfunction occurred on the pump, with no notable events occurring prior to the issue. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer reverted to an alternate method of insulin therapy.